Manufacturer narrative:
Age, weight, and ethnicity: unknown. If implanted, give date: not applicable, as there was no indication that the lens was implanted. If explanted, give date: not applicable, as there was no indication that the lens was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported to replace the intraocular lens (iol) and not to bill. It is indicated that there is a defect/issue. It is unknown if there is patient contact.